Event description:
It was reported that information was received from a patient regarding an external device. The patient reported the controller screen goes white when they are recharging the implanted neurostimulator and they have to reset the controller. Patient reported the controller is draining since this year. Patient stated they received the new controller but the controller screen is still going white. Patient stated they need the battery pack in the controller replace. Patient stated the controller is turning the implant off by itself. Patient stated they charge the ins every 6 days and the controller usually stay charged for 6 days but this year the controller does not stay charge for six days and controller is draining. Patient stated they get excellent quality after repositioning the recharger when they are charging the implant. Agent asked clarifying questions. Patient stated they lay on the paddle to charge the ins. Agent asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharging antenna. Controller shows ins 90% and controller 100% charged. Patient service reviewed device function. Agent reviewed therapy on/off button meaning. Agent reviewed how to unlock the controller. Agent reviewed the battery pack in the controller is charging and controller powering on. Agent reviewed controller is functioning as intended. Agent reviewed to keep the controller plug into the outlet when controller is not being used. The issue was not resolved. A request was sent to the repair department to replace the recharger device. Patient stated the issue with the controller continued since their last call to pats. No patient impact or symptoms.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.